Event description:
It was reported that the 2800 system will not power up for the first case of the day. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the surge suppressor and power controller. After this replacement, the facility noted a table motion error and a workstation screen issue. Adjusted ccd power supply. The system was tested and found to be working as intended and placed back into service.